Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for non-malignant pain. It was reported that the patient was 6 weeks post implant. On (B)(6) 2017, the patient had started feeling stimulation in their ribs when the ins was implanted for their neck and arm. They had also developed a visible rash with itching and welts around their rib cage under their breast. They have not been able to wear a bra because of it. They clarified the rash was not located over any part of their neurostimulation system. There were no reports of trauma or falls and the implanting doctor felt that it was not related to the ins or therapy. The rep reviewed with the patient they could turn their stimulation off to see if had an effect on the rash, itching and rib stimulation.